Event description:
The patient reported that within a couple weeks of implant, there "always was a little blood since it was implanted, but I really noticed it bleeding since last thursday." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).